Event description:
It was reported that during a procedure at the user facility that the device got hot. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility that the device got hot. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.